Event description:
It was reported that the user experienced an unannounced-meal hypoglycemia event with a documented blood glucose of 32 mg/dl, treated with oral glucose and candy, after which glucose rose to 124 mg/dl; the user inquired how glucose fell despite no insulin on board and disclosed walking after dinner, which could have contributed to the low, and no device-specific problem or component issue was identified due to insufficient information. Symptoms included hypoglycemia with dizziness, headache, and tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no established device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.